Event description:
A surgeon reported a pt with an unexpected outcome and blurry vision following intraocular lens (iol) implant surgery. Additional information was received from the director of nursing, who reported the event continues and the pt feels like something is in her eye. She reported in the surgeon's opinion, the iol did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 10/07/2011 and 10/12/2011 by fax, phone and mail. A completed questionnaire was received on 10/26/2011. (B)(4).